Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for reflex sympathetic dystrophy syndrome (rsd)/causalgia-complex regional pain syndrome (crps) and spinal pain. It was reported that an overdischarge was alleged. They attempted an antenna locate (al) and could not start a normal charging session, so they began a physician mode recharge (pmr). They were going to continue charging in the pmr and clear the power on reset (por) when the battery was pulled out of overdischarge. No symptoms reported. This occurred in (B)(6) 2015. The patient notified the rep of the difficulty charging in (B)(6), but they met and confirmed the issue on (B)(6) 2016. It was later reported that following the pmr the patient charged his device fully. After charging the device the patient's device became depleted and when he tried charging he got the poor communication symbol on the recharger. The rep did not know if the patient could communicate with the patient programmer (pp). A rep later reported that the patient programmer (pp) had been reset, the battery was fully charged and the patient was doing well.